Manufacturer narrative:
Device evaluation is not necessary as the dehiscence wound is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient pulled at their incision site and is now going for an exploratory surgery to determine if the area is infected and/or if the area needs to be cleaned and the same devices replaced. Information was received that the physician believes that the patient will be okay on antibiotics and did not pull out the device. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient had an infection and was cleared with antibiotics, with no need to additional surgery. The cause of the infection was due to the patient picking at the generator site. No additional relevant information has been received to date.